Event description:
Patient, who previously underwent mvr/avr in 2007. Re-admitted in 2007, with thrombus of the implanted valve. Underwent valve replacement the following month. The second valve also thrombosed requiring a third valve replacement.